Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in the lips with one syringe of juvéderm vollure¿ xc and began experiencing "a purple/white color" on their top lip that then turned white; symptoms began on the same day of injection. Two days later they went to the hospital, because they were experiencing an occlusion. Patient stated that the juvéderm vollure¿ xc was "injected into the vein and blocking the blood flow." The area is "still healing" and they were left with "tissue loss," "open skin that turned into scabs" and is now "scarring." Three days after injection the patient was treated with an injection to dissolve the filler. The symptoms are ongoing.